Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to an implant procedure, the left ventricular (lv) lead exhibited high threshold and remained high after the procedure. The lv lead was programmed off and the patient will be evaluated in the future for a possible revision. No patient complications have been reported as a result of this event.